Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, cutting was dull. Opened new device to complete procedure. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended. No patient harm.